Event description:
According to the distributor's report, the device was used to close a laceration near the pt's eye. During application, the adhesive contacted the eye and eyelids, glueing the eye shut. The device sloughed off in a few days and no further problems were reported.